Event description:
It was reported that the patient presented to the clinic for a pacemaker implant procedure. During the procedure, the lead cannot be inserted into the ventricular connector port in the header of the pacemaker. The pacemaker was replaced to resolve the issue. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of the lead would not inserting into the ventricle connector was confirmed. As received, a complete lead was returned for analysis. Analysis revealed that the ventricle connector portion of the epoxy header assembly was abnormal. The analysis indicates that the front entry step-core connector port zone has an additional step formed in it due to the core pin not being fully inserted all the way when the header was made which affected the specification. The cause of the reported event was a mis-formed v-connector port that traced back to a manufacturing anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.